Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (rca) with moderate calcification, heavy tortuosity and 90% stenosis. The 2.5x15mm xience prime stent delivery system (sds) was advanced, and the stent was implanted. A non-compliant balloon was used for post dilatation and a dissection was noted. A 2.80x15mm graftmaster was advanced in an attempt to treat the dissection; however, failed to cross the lesion due the anatomy. Therefore, the dissection was left untreated. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (rca) with moderate calcification, heavy tortuosity and 90% stenosis. The 2.5x15mm xience prime stent delivery system (sds) was advanced, and the stent was implanted. A non-compliant balloon was used for post dilatation and a dissection was noted. A 2.80x15mm graftmaster was advanced in an attempt to treat the dissection; however, failed to cross the lesion due the anatomy. Therefore, the dissection was left untreated. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.